Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a surgical intervention (percutaneous cardiopulmonary support (pcps). A cardiac tamponade occurred and the cause was unknown, but the cardiac tamponade was possible. At the time of this report, the doctor said the patient was undergoing pcps operation. Physician's opinion on the relationship between the event and the product: nothing in particular. No product malfunction found before and during the procedure. The adverse event was discovered post use of biosense webster products. Pcps and surgical operation were conducted. Prior to noting the cardiac tamponade ablation was performed. The ae occurred after the ablation procedure completed. There was no evidence of steam pop. Error messages were observed on biosense webster equipment during the procedure---106 sensor error occurred for stsf catheter when connected to piu (before the stsf catheter was inserted to the patient's body). Force visualization features used were real time graph; dashboard; vector & visitag with no additional filter used. Stsf: 106 sensor error occurred and the decanav: catheter was not recognized. Stsf issue occurred at the time of piu connection, before insertion into the body. The decanav issue occurred at mapping after internal insertion. The stsf replace the cable, but did not resolve the event so the catheter was replaced and the event resolved. For the decanav: cables were replaced, but the problem was not resolved. The catheter was replaced and the event resolved. After that, the case was successfully completed. Cardiac tamponade occurred. Drainage was performed without thoracotomy and the patient¿s condition was improved. This adverse event was discovered post use of biosense webster products. Pcps and surgical operation were conducted. Prior to noting the cardiac tamponade ablation was performed. The ae occurred after the ablation procedure completed. There was no evidence of steam pop. 106 sensor error occurred for stsf catheter when connected to piu (before the stsf catheter was inserted to the patient's body). Force visualization features used were real time graph; dashboard; vector; visitag. The cause is unknown, but there is a possibility of heart phlegm. Pcps was in operation. ¿ in the end, the chest was not opened, and drainage was performed, and it improved. Force sensor error is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 17-aug-2022, bwi received additional information regarding the event. The physician did not comment specifically on the causality between the adverse event and the bw product. The patient outcome of the adverse event is improved. It was not reported the patient required extended hospitalization. The event occurred post ablation procedure. No additional filter used with visitag. Real time graph; dashboard; vector; visitag color options were used prospectively. Device was returned. Due to the extended hospitalization, section h6 has been updated with the health effect - impact code "surgical intervention". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-sep-2022, the product investigation was completed. It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a surgical intervention (percutaneous cardiopulmonary support (pcps). Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The electrical and temperature features were tested and no issues were observed. In addition, the product was deflecting correctly and no blockages in the irrigation conduct were found, however, during the cool flow pump test leakage at the handle section was observed due to the irrigation tube being broken in the shaft area. It was determined that the irrigation failure found during this investigation is unrelated to the event described by the customer. The device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, the force vector was not visualized since the alert 106 ¿force catheter sensor error¿ appeared on the carto 3 screen. The catheter was dissected, and it was found that the tip lost the sensor wire continuity, causing the force issue. No other malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for finished device number 30758626l, and no internal actions related to the complaint were found during the review. The root cause of the adverse event remains unknown, some issues regarding the product were found during this investigation but based on the event information they were unrelated to the event described. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).